Event description:
It was reported that the foley catheter fallen out on numerous occasions and the balloon had deflated. It was stated that the issue was there with various batch numbers and types of bard catheters. The patient had recently tried the bardex ic catheter and it worked much better. The representative advised the customer to consider if the patient had bladder stones and to discuss with their urology department whether the patient would need a cystoscopy to check there were no fragments of balloon left in the bladder. The patient did not report any pain and they were just concerned about the inconvenience. Per follow up information received via ibc on 27jul2022, customer provided the lot: ngdu2863 (date of event - (B)(6) 2021) and (date of event - (B)(6) 2021) and lot: ngew2132 (date of event - (B)(6) 2021) of the foley catheter in which they had falling out issue. On may2021, the patient had botox and a foley catheter was inserted into the patient. The catheter fell out on (B)(6) 2021 and the balloon was found to be partially inflated. This was the only catheter that had been inflated lot: unk (date of event - (B)(6) 2021). The patient was then swapped to bardex ic catheter and they had no issues. It was stated that the foley catheter inserted on (B)(6) 2022 and fell out two weeks later lot: ngft0975 (date of event - (B)(6) 2022).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter fallen out on numerous occasions and the balloon had deflated. It was stated that the issue was there with various batch numbers and types of bard catheters. The patient had recently tried the bardex ic catheter and it worked much better. The representative advised the customer to consider if the patient had bladder stones and to discuss with their urology department whether the patient would need a cystoscopy to check there were no fragments of balloon left in the bladder. The patient did not report any pain and they were just concerned about the inconvenience. Per follow up information received via ibc on 27jul2022, customer provided the lot: ngdu2863 (date of event - feb2021) and (date of event - apr2021) and lot: ngew2132 (date of event - apr2021) of the foley catheter in which they had falling out issue. On may2021, the patient had botox and a foley catheter was inserted into the patient. The catheter fell out on jun2021 and the balloon was found to be partially inflated. This was the only catheter that had been inflated lot: unk (date of event - jun2021). The patient was then swapped to bardex ic catheter and they had no issues. It was stated that the foley catheter inserted on jun2022 and fell out two weeks later lot: ngft0975 (date of event - jun2022).